Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the check valves on the o2 manifold failed to seal and allowed oxygen to exhaust to the room. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the o2 manifold was returned to the manufacturer for failure investigation. The failure investigation technician was unable to duplicate the reported issue.